Manufacturer narrative:
The phaco handpiece was returned and during functional testing, the phaco handpiece exhibited a failure mode related to phacoemulsification performance issues and elevated shell temperature with system messages (sm) displayed. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. Manufacturing review confirms that this phaco handpiece was manufactured after august 2019, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. An internal investigation has been opened to address this issue. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating handpiece was excessively overheating during surgery. The procedure was completed while using the unsatisfactory handpiece. There was no harm to the patient. Additional information received further clarified that the reported handpiece excessively overheated during two separate surgeries. No system message was displayed.